Manufacturer narrative:
Gehc surgery service personnel decided to try replacement of ps1 was quad output power supply. After replacement and testing system failed again to make and image on second fluoro. System x-ray light would come on like fluoro was occurring, but no image and no beep. Tried replacing ps2 controller power supply and have not had any more failures. Followed up with customer on 6-13 and 6-14 customer have used in 10 cases with no problems.

Event description:
Customer reported that no image. The system worked for the first 3 cases with no issues, but would not give and image on the 4th case.